Event description:
It was reported that while in cardiac cath lab, md inserted sheath via left femoral artery. After prepping iab per instruction, md removed iab from tray and began inserting it into sheath. Iab "stuck" in sheath and as a result md "pulled pretty hard" to remove iab from sheath. Iab was removed from sheath; however, md then removed sheath and replaced it with another. Md placed iab with success; patient bled badly during exchange. After md stopped bleeding, patient had no more problems.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.